Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip procedure the strike plate on the impactor broke off. The straight impactor was used to complete the procedure. Nothing fell into the patient and there was no delay. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device was returned and evaluated. Upon visual inspection the strike plate had fractured from the device. There are impact marks on the strike plate and the shaft of the handle. The returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. Wear and contacts marks. The failure mode is inconclusive as the weld surface is severely damaged with no remaining discernable fracture surface artifacts. Xrf analysis found the handle shaft and strike plate materials to be consistent with specifications. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.